Event description:
Pt, status post multi-level prodisc-l (l4-l5, l5-s1) from 2002 ide, contacted synthes and stated discs were placed too deep and crooked. Implants have not been explanted. This pt is a participant in an ide and experienced this event post approval. This is the fourth of six reports for this event.

Manufacturer narrative:
Devices were not explanted. Synthes is unable to determine the mfg site or mfg date without a part number and lot number. Subject devices were part of an ide. No investigation could be performed and no conclusion could be drawn as no part number or lot number were provided. Post ide study, as part of the us launch of prodisc-l, a thorough training program for surgeons and sales consultants was established. Surgeons and sales consultants must complete the training program prior to participating in prodisc-l total disc replacement surgery.